Event description:
It was reported that the patients device was replaced due to pain. Additional information was requested.

Manufacturer narrative:
Lead model ID 3889-28 lot# v477185 serial# implanted: 2010-(B)(6) explanted: na. (B)(4).